Event description:
It is reported that a balloon rupture occurred. The target lesion was located in the first diagonal of left anterior descending artery. A 2.50mm x 15mm maverick² balloon catheter was used to dilate the target lesion. The balloon ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The maverick2 balloon catheter was received with a carrier tube/hoop. There was contrast and blood in the inflation lumen. Magnified inspection revealed a 6mm longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It is reported that a balloon rupture occurred. The target lesion was located in the first diagonal of left anterior descending artery. A 2.50mm x 15mm maverick²¿ balloon catheter was used to dilate the target lesion. The balloon ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.